Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with episode of non-sustained rv oversensing due to crosstalk. The cross talk was not reoccurring event. The patient was stable and will continue to be monitored.